Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of our investigation, the olympus sales representative contacted the technical assistance center to assist with troubleshooting. However, the systems were unavailable to assist with repairs or replacements. Olympus attempted to follow up with the customer to obtain the status of the device but with no result. A review of the instrument history found no service/ repair record since the date of purchase on september 23, 2019. The unit to date has not been returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The olympus representative reported that while onsite during set up, an e224 "camera communication error¿ was observed on the camera control unit. The camera control was connected to different camera heads and the error occurred intermittently. The olympus sales representative reported the inside of the unit¿s socket was inspected and there was no visible debris or damage. There was no patient involvement.